Event description:
Dealer called stating that the rpl450-1 lift being utilized at a facility allegedly tipped over with a patient in the lift. No information on malfunction or what caused lift to tip over.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpl450-1, serial number/date (B)(4) is approximately 2 years 4 months old. The owner's manual part number 1078987 rev I (jun-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. No other information on the incident is available. The dealer was to visit the facility for information. Invacare advised the dealer to ensure that the facility removed the lift from the floor immediately. Invacare consumer affairs called to speak to dealer. Complainant contact was not available. Dealership stated that they do not have much information at all. The facility, regency healthcare, in (B)(6), was to provide additional information but has not. Consumer affairs sent an email with the information that we are looking for. Name and address of the consumer. Age, height weight for the consumer. Details of the incident- as much specifics as possible (including the date of the incident) . Confirm if there was an injury and please provide specific details of the alleged injury. Invacare also requested that the lift be returned for an investigation. An RMA has been issued and the product is being returned. The malfunction has not been confirmed.